Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm during filling the tubing process. The insulin was not bumped or dropped prior to the alarm and the drive support cap appears normal. The force sensor was no longer detecting reservoir during seating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a33 alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and missing end cap sticker. The test infusion set and reservoir does lock into place.